Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported separation was confirmed. The reported difficult to position, difficult to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal circumflex coronary artery with moderate tortuosity, moderate calcification and 90% stenosis, a pilot 50 guide wire was advanced across the lesion. A non-abbott thrombus aspiration catheter was advanced over the pilot 50 guide wire but the thrombus aspiration catheter did not reach the target lesion. Reportedly, it is unknown if the resistance was met with the patient anatomy or with the pilot 50 guide wire during advancement. The non-abbott thrombus aspiration catheter was pushed and pulled several times but the catheter did not move and could not cross the lesion. Thus, thrombus aspiration was performed proximal to the lesion and an attempt was made to pull the non-abbott thrombus aspiration catheter back but was unable to be pulled by itself. An attempt was made to pull the pilot 50 guide wire back but was unsuccessful as well. Thus, the non-abbott thrombus catheter and the pilot guide wire were removed as a single unit. The guide catheter was not removed and remained in the patient anatomy. The pilot 50 guide wire was found to be separated when the non-abbott thrombus catheter and pilot guide wire were removed as a single unit from the patient anatomy. The exact location of the separation is not known but the entire guide wire had been removed from the patient anatomy. The procedure was continued using a new pilot 50 guide wire. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.